Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose following a supply change while using an inset 23 inch, 6 mm teflon infusion set, with cgm values in the 300s and fingerstick values up to 331 mg/dl, and that glucose remained above 180 mg/dl for approximately 7 hours until the infusion site was replaced and tubing re-primed, after which glucose returned to range; replacement product was arranged for the reported lot. Symptoms included hyperglycemia and feeling unwell. Outcomes included the need for troubleshooting assistance and temporary device use impact without medical intervention or hospitalization. Investigation included telephonic assessment, site inspection by the user, infusion set change, tubing priming, repeat fingerstick verification, and review of device alerts. Investigation of this case revealed no kinked cannula on removal, no device alarms for prolonged extreme hyperglycemia initially, and resolution after infusion site replacement, consistent with an infusion site or delivery issue not definitively identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.